Event description:
It was reported that the patient presented to the hospital for an unrelated health issue. The physician requested device interrogation, the ventricular capture was high. A chest x-ray revealed the lead was dislodged; the device was programmed to aai mode. It was also reported that this patient's same lead had previously dislodged and was successfully repositioned on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.